Event description:
It was reported that during an unrelated procedure, the patient¿s right ventricular lead showed no capture. It was noted that the lead was fracture between the can and the suture sleeve. The lead was capped and replaced on (B)(6) 2018. Patient was stable post-procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
An additional piece of lead was returned which was the distal portion of the lead. No anomalies were found.